Manufacturer narrative:
The electronic log file and the replaced pcb vgc analog were available for investigation. The reported event could be reconstructed by means of the information stored in the log. On (B)(6) 2019 at 11:16:04 and 11:24:39 the insp pressure sensor (pz) was detected as disconnected. Following this a ventilator fail alarm was given by the device and an automatic switch to man/spont-mode was performed. The pcb was tested and after application of mechanical force and vibration the reported issue could be confirmed. The electrical connection of the pressure sensor was found loose. The number of complaints regarding contact problems with sensor pz since are within the accepted range.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported.